Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: a review of the service history record indicates that the device has been returned previously for an unrelated malfunction. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI, the device manufacture date is currently unavailable. Therefore, the UDI is incomplete. The reporter¿s phone number and complete address was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a total knee arthroplasty (tka) surgical procedure on the right knee joint, it was discovered that the battery oscillator device ran out of power while confirming operations of the reciprocator device. The device was used together with the battery casing device and battery devices. There were no delays to the surgical procedure as a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: manufacturer location: the manufacturer location was incorrectly documented as (B)(4) in the initial report. The location has been updated to (B)(4). The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 5/8/2015. The UDI has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.